Event description:
On (b)() 2013, the distributor contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The distributor noted that the up arrow and down arrow keypad buttons are unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Device evaluation follow-up #1 submitted 06/21/2013: the device was returned to animas and evaluated by product analysis on 05/24/2013 with the following results: the up and contrast keys are intermittently responding to user input and require excessive force to activate. The keypad cover was removed to investigate; contamination was observed under the up, ok, down and contrast key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.